Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 509 mg/dl, 77 mg/dl, and 467 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).